Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, it is alarming vent inop while on a patient. There was no patient harm, the ventilator was switched out with another ventilator.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The original reported issue was not duplicated in the laboratory setting. During the inspection it was found the high peak faults were caused by a failed inspiratory pressure transducer.